Manufacturer narrative:
This type of event is addressed.

Event description:
The patient suddenly stopped responding to her cochlear implant. This incident could be associated with the blow to the head that she sustained in 2004. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to mamnufacturer's specifications. Explantation/reimplantable surgery is scheduled for 2004. The healthcare professional was informed that the explanted device should be returned to cochlear americas.